Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the bed was equipped with side rail of new design. The process of analysing the data is ongoing to determine the root cause of the side rail damage.

Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
The allegation refers to the citadel plus bed frame. The customer reported that the left-hand foot-end side rail snapped out of place and cracked when the patient put weight on it. Based on the photographic evidence provided by the arjo service technician, the lower arm that is a part of the side rail assembly was broken. The side rail detached. No injury was claimed.

Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the process of gathering and analysing the data is ongoing.

Manufacturer narrative:
The weight applied by the patient is one of the factors indicated in the manufacturer's investigation related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instruction for use citadel plus (IFU, 831.374-en rev. 11): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ the bed was equipped with side rail of new design. The process of analysing the data is ongoing to determine the root cause of the side rail damage.

Manufacturer narrative:
In the investigated complaint, the customer informed that the equipment was damaged when the patient put weight on the side rail. It is in line with the results of the investigation carried out at the manufacturer site. It indicates weight applied by the patient as one of the factors related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instructions for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks, or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents.¿ to sum up, the side rail detached due to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. The side rail was detached from the bed's frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to the detachment of the side rails which can lead to a patient fall. The bed was in use by a patient. No injury was reported.